Event description:
It was reported that dissecting tool broke during use on patient (B)(6) 2014. No patient impact reported. On follow up it was reported that the malfunction was identified during surgery on (B)(6) 2014. There was no patient injury identified. Also provided on follow-up: current status of patient is unknown, patient is a (B)(6) year old male less than (B)(6). Additionally, it was noted that the tool was lost and could not be sent in for evaluation.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.